Event description:
It was reported that myopotential oversensing was observed on the device. Provocation testing was performed and the device was reprogrammed to resolve the event. The patient was in stable condition.